Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated and confirmed by photographic evidence the headlight was separating form the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as headlight falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment or diagnosis. The issue was raised by biomedical engineer. A root cause analysis was conducted by the subject matter expert. As stated: the gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of b5 describe event or problem, d4 version or model #, d4 catalog #, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 27th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the headlight was seperating form the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as headlight falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated and confirmed by photographic evidence the headlight was separating form the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as headlight falling off into sterile field or during procedure may cause serious injury. Previous d4 version or model #: ard568350931, corrected d4 version or model #: ard568370939. Previous d4 catalog #: ard568350931, corrected d4 catalog #: ard568370939. Previous d4 serial #: (B)(6), corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a previous h4 device manufacture date: 11/17/2015, corrected h4 device manufacture date: 11/25/2014.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated and confirmed by photographic evidence the headlight was separating form the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as headlight falling off into sterile field or during procedure may cause serious injury.

Event description:
On 27th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the headlight was seperating form the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as headlight falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
E1b event site name: (B)(6). The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.